Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that the cause of the out of range impedance measurement was not determined. There have been no further changes and no adverse patient effects. The system remains in service.

Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this pacemaker exhibited low, out of range pace impedance measurements. The lead safety switch (lss) was tripped. The atrial tachy response (atr) showed many events, seemingly due to noise, which was not seen. The patient will continue to be monitored. No adverse patient effects were reported. The device remains in service.